Event description:
Patient's family called and stated patient had woke up early am having burning to neck while receiving continuous chemo. Nurse instructed patient's daughter how to stop the infusion and instructed them to come to the facility to be checked. Family reported neck at insertion site swollen. Patient came to the cancer clinic. The site we checked and the catheter was accessed using aseptic technique and a blood return was noted. No redness or edema was documented as being visible at site. Pt complained of burning so a dye study was ordered. Patient returned to clinic after x-ray and stated he was told there was a deep tear in the groshong. Patient taken to md office for further orders. The impression of the x-ray was the right mediport catheter break and malfunction. The x-ray showed the catheter had an obvious puncture site in the apex portion of the catheter in the neck. This catheter had been used a total of 2 full rounds of treatment and the patient was on the third round when he developed issues during infusion. Patient was sent to the hospital for the catheter to be removed and a new catheter inserted. This catheter was removed and sequestered by risk. A new catheter was placed. The initial catheter was placed on (B)(6) 2016 so do not have the reference or lot numbers.